Event description:
It was reported that the autopulse platform's display panel was blanking and that the device did not show any messages. However, it can still be used to deliver therapy. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.